Manufacturer narrative:
Product ID 8709 lot# j11012r16, implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
The patient woke up on the morning of the initial report in the ¿worst pain of her life¿ and mentioned that her pump had moved significantly and that could ¿actually feel it pumping out.¿ it was noted that the pump ¿wasn¿t working¿ and that the patient was in ¿terrible pain¿ and ¿couldn¿t think.¿ the device system was used to infuse fentanyl and hydromorphone (dilaudid.) Additional information has been requested, but was not available as of the date of this report.